Event description:
On (B)(4) 2012, it was reported that a system and normal mode diagnostic showed dcdc=7. The device was disabled. X-rays were taken but will not be submitted to the manufacturer for review. Interventions planned were to leave the device off for a couple of months and see if there is any clinical change. No specific events were known to have caused the high lead impedance. High impedance was first seen on (B)(6) 2012. The patient was last seen on (B)(6) 2012 with dcdc=3. A battery life calculation indicated 5.03 years remaining. Surgery is likely but has not taken place.

Manufacturer narrative:
Analysis of programming history device failure is suspected but did not cause or contribute to a death or serious injury.